Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that there is movement of the tibial tray after it is implanted; it is most noticeable during articular surface insertion.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable as this was not a malfunction and did not contribute to a serious injury